Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving either morphine of fentanyl from the pump. The indication for use was non-malignant pain. On (B)(6) 2015 the consumer reported that on (B)(6) 2015 the patient had a sudden increase in pain and the 8286 (empty reservoir) error message was seen on the personal therapy manager (ptm). It was noted that the patient is not due for a refill because the pump was refilled on (B)(6) 2015. It was discussed that the reservoir volume might not have been updated that the refill. Further follow up was conducted to determine the drug information, cause of the empty reservoir message, and if any troubleshooting was done as a result.